Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 06/14/2016, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter alleged the battery cap was missing from a "dummy" insulin pump of unknown model. There is no indication that this issue caused or contributed to an adverse physical event. This complaint being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.